Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A review of the event history log identified system error 345. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. The cause was identified to be an out of calibration upstream thermistor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.